Event description:
It was reported that (1) device was used during a sub-total gastrectomy with end-to-end gastrojejunostomy. It was reported by the affiliate that the head anvil of the cdh29 was inserted into the stomach, stapler itself inserted through jejunum to create the gastrojejunostomy. After firing the stapler, the anastomosis was not complete. The upper part (about 2/5th) was open and no staples were found in that part. They completed the anastomosis by suturing the upper part. No further consequence to the pt.